Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to use the pump as the infusion set that was received (t:lock) did not match the cartridge luer lock that the customer had. Blood glucose (bg) was 550 mg/dl and insulin injections were administered to address the bg level. A luer-lock infusion set that the customer had to resume insulin delivery.